Event description:
In 2006 the lay pt contacted lifescan (lfs) alleging that his one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) sent a letter to the pt because the phone number provided was not functioning. The following info was obtained during the initial call to lifescan. In 2006 the pt obtained a result of 73 mg/dl on the reported meter while experiencing symptoms he described as "hypoglycemic"; the pt did not provide his specific symptoms. The pt was unable/unwilling to answer whether he tested his blood glucose level before developing symptoms of hypoglycemia. The pt was unable/unwilling to answer whether he took any action to affect his blood glucose level after testing with the reported meter. The pt called ems. A result of 37 mg/dl was obtained on the ems meter approx 10 minutes after the pt eceived a reading of 73 mg/dl on the lfs meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl when comparing a meter result to another meter result. The pt was taken to the hosp. He said he was treated with something to bring his blood glucose level up; he did not recall the specific treatment he received. After receiving treatment, he was released from the hosp. No info was provided regarding the pt's diabetes treatment regimen. The pt said he experenced a similar incident 3 days later. He obtained a result of 167 mg/dl on the reported meter compared to a result of 28 mg/dl at a hosp. The time difference between the readings was not provided. The pt's symptoms on this occasion were not provided. The pt did not remember the treatment he received. The customer care advocate (cca) noted that the pt cleaned the puncture site incorrectly. The meter, test strips, and control solution were replaced. The complaint is reported because the lfs meter read inaccurately high compared to an ems meter. The pt received treatment for hypoglycemia at a hosp.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. It either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.